Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ¿up¿, ¿down¿ and ¿ok¿ buttons were under responsive. It was reported that the keypad cover was torn prior to the tactile change. The reporter stated that there was no evidence of moisture or corrosion in the pump and there was no delivery issues noted.